Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic with severe stomach pains and subsequent imaging revealed and occlusion at the proximal outflow graft. While admitted it was noted that communication had been lost between the system controller and the heartmate touch (hmt). A different wireless bluetooth adapter, power module and patient cable were tried without resolution of the issue. Log files were unable to be sent and a system controller exchange was planned. Related manufacturer reference number: 2916596-2024-03788 (system controller).

Event description:
It was additionally reported that there were no alarms associated with the event. It was noted that the patient had a positive toxicology for methamphetamine use. The system controller was exchanged and the patient tolerated it well. The patient was stable on discharge and was being followed by the patient's implanting center.

Manufacturer narrative:
A2 - patient age: corrected manufacturer's investigation conclusion: the reported occlusion at the proximal end of the outflow graft could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.